Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer was admitted to the intensive care unit on (B)(6) 2024 with a blood glucose level of 800 mg/dl and ketones. Customers mother had administrated a manual correction injection to address elevated bg. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.